Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 138mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms or traces of moisture were found at the electronic or motor assemblies. The pump also had minor scratches on the lcd window, cracked case at the display window corners, and cracked battery tube threads.